Event description:
(B)(4). Reason for the original complaint - patient was revised to address recurrent right total hip dislocation with aseptic loosening of the acetabular component. Intra-operatively it was observed that one of the screws was fractured. Doi: (B)(6) 2009 - dor: (B)(6) 2010 (right hip). Information was retrieved from medical records. Update 02/12/2013 - litigation received 08/28/2012 alleges patient had a third right revision surgery relating to the asr (implanted (B)(6) 2007 and explanted (B)(6) 2009). The information provided does not change the MDR decision or the outcome of the investigation. See diligence log regarding dor. Update rec'd 3/26/2013- ppd and medical records received. Part/lot was provided. A correct dor was provided. After review of the medical records the revision operative note indicated dislocations, a loose cup, 6 loose screws, 1 broken screw, and metallosis. 6 screws are now being added to the complaint. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 9/3/14.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.